Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hyperglycemia. The reporter states the pt has been experiencing high blood glucose for several days prior to his hospitalization. They brought the pt to the ER when his blood glucose rose to greater than 500 per their meter. Upon admit his blood glucose was 413, he was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.